Manufacturer narrative:
(B)(4). The subject rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to nz for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that the expiratory limb of a rt266 infant dual-heated evaqua2 breathing circuit broke when being manipulated during patient use. The healthcare facility reported that the circuit had been in use for 3 weeks prior to the damage occurring. There was no patient consequence.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare; section d2a: common device name updated to breathing circuit; section d4: lot number and UDI details were not provided by the healthcare facility; section g1: contact person updated to mr. (B)(6). Method: the subject rt266 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned complaint device confirmed the reported damaged with two tears observed in the expiratory tube.. Fourier-transform infrared spectroscopy (ftir) analysis of the damaged tubing was performed. This indicated that the evaqua2 tubing is likely to have chemically degraded when exposed to an incompatible chemical, resulting in embrittlement and cracking of the material. The external surface showed a lesser degree of chemical degradation and exposure than the internal section. Conclusion: the damage to the subject rt266 infant dual-heated evaqua2 breathing circuit appears to have been caused through exposure to an incompatible chemical. The healthcare facility also reported that the circuit had been in use for 3 weeks prior to the damage occurring. The stated maximum duration of use is 7 days, as stated in the user instructions. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state: "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Do not use beyond 7 days maximum duration of use." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that the expiratory limb of a rt266 infant dual-heated evaqua2 breathing circuit broke when being manipulated during patient use. The healthcare facility reported that the circuit had been in use for 3 weeks prior to the damage occurring. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject rt266 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned complaint device confirmed the reported damaged with two tears observed in the expiratory tube.. Fourier-transform infrared spectroscopy (ftir) analysis of the damaged tubing was performed. This indicated that the evaqua2 tubing is likely to have chemically degraded when exposed to an incompatible chemical, resulting in embrittlement and cracking of the material. The external surface showed a lesser degree of chemical degradation and exposure than the internal section. Conclusion: the damage to the subject rt266 infant dual-heated evaqua2 breathing circuit appears to have been caused through exposure to an incompatible chemical. The healthcare facility also reported that the circuit had been in use for 3 weeks prior to the damage occurring. The stated maximum duration of use is 7 days, as stated in the user instructions. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state: "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Do not use beyond 7 days maximum duration of use." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that the expiratory limb of a rt266 infant dual-heated evaqua2 breathing circuit broke when being manipulated during patient use. The healthcare facility reported that the circuit had been in use for 3 weeks prior to the damage occurring. There was no patient consequence.